Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient is currently using the processor with a softband. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.